Event description:
It was reported that post op a lap adjustable band procedure, the pt was admitted to the hosp with vomiting. The surgeon felt that the pt was not doing well and the surgeon decided to explant the band due to vomiting after every fill. During the explant of the injection port, the anchors would not release and they had to cut the port anchors out of the fascia. The surgeon made a decision to convert the pt from the band and performed a gastric bypass. The pt is reported to be stable. The pt stayed an add'l 2 days at the hosp, due to the second procedure.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.